Manufacturer narrative:
The device was not returned or identified. FDA MDR help line directed us to file with the information we have. The procedure took place at: (B)(6). Not returned for evaluation.

Event description:
Information from the company who we OEM the device for informed us that they had received a lawsuit. The lawsuit did not state what product was involved. The company made several attempts to obtain this information, but in the end stated they were unable to do so. The information they provided was that the doctor did not have the light cable attached to the scope, and set the scope down on the patient's leg causing a burn to the patient. There is no patient information available nor is extent of injury detailed.